Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant rupture" and "capsular contracture baker grade IV". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV. Continued: d4 device information: "mcghan" and "350cc" reported. E1 phone number: (B)(6). G2 other report source: (B)(6). Clarifications: partial implant date - d6a: "approx. 20 years ago" provided. Partial onset date - b3: (B)(6) 2025 provided. Partial year of birth - a2: 1952 provided.

Event description:
Healthcare professional reported "implant rupture" and "capsular contracture baker grade IV". This record is for the left side. Device was explanted.